Event description:
Customer reportedly received result of 285 mg/dl on the advantage system and 95 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported by the customer that on (B)(6) 2010 an aiming beam fired straight out of the fiber at 92,789 joules. No pt injury was reported. The device was not returned for evaluation.